Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son¿s insulin pump had received a pump error alarm. The customer¿s blood glucose level was 244 mg/dl. Troubleshooting was performed for pump error alarm. The customer performed self-test and they received pump error alarm again. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.